Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. Photos of the device were provided. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that four sealed individual packages were allegedly deformed. There was no damage reported to the outer box. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one box of unused monopty biopsy needles and three electronic photos were provided for review. The investigation was confirmed for shipping damage or problem, as a clear deformation was noted throughout the individual package trays. The investigation was also confirmed for unsealed device packaging, as the four units were noted to have packaging tray deformation to the point of a broken seal. The definitive root cause could not be determined based upon the available information. It was unknown if shipping/handling or storage issues contributed to the reported event. It should be noted that all monopty trays are visually inspected before and after the sealing process at manufacturing. Additionally, all devices are 100% inspected at several process steps during manufacturing. Therefore, it was unlikely that a manufacturing related issue contributed to the reported issue. Labeling review: the current IFU (instructions for use) states: precautions: never test the product by firing into the air. Damage may occur to the needle/cannula tip and/or patient/user injury. Before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for a damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use.

Event description:
It was reported that four sealed individual packages were allegedly deformed. There was no damage reported to the outer box. There was no patient involvement.